Event description:
Patient to special procedure for removal of a fragment of a mediport catheter. Problem had been identified earlier. Catheter was advanced into the right ventricle and into the pulmonary artery. Snare then advanced and ensnared the end of the fragment which was removed intact. Follow-up x-ray showed no residual fragment. Device was not implanted at this facility so very limited info available.